Manufacturer narrative:
(B)(4). Baxter product surveillance spoke to the peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified the patient has been doing fine since this time without any issues. There was no reported patient injury or medical intervention associated with this incident. The pdn stated the patient would have discarded the sample and would have finished this box of supplies without further issue. The pdn also verified that the patient is trained on the proper therapy procedure.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice (hc) machine. The home patient (hp) had gotten the alarm earlier and had already spoken with the registered nurse (rn) and retrieved the setup. The cause of the alarm was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.